Manufacturer narrative:
Product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. A stryker guidewire used during the event was not returned. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be bent at ~81.6cm from distal tip. No damages were found with the distal tip. The distal tip appears to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.5cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. The echelon-10 micro catheter was flushed; water exited from the distal tip. One in house guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, met resistance at ~81.6cm from distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. It is likely the damage found with the returned echelon-10 micro catheter body contributed to the reported resistance. The root cause could not be determined. The model and lot numbers for the stryker guidewire were unable to be provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was being treated for a saccular aneurysm on the lateral wall of the right posterior communicating artery, 4*5mm. There was resistance during guidewire delivery and retraction/removal. Catheter resistance occurred in the middle section. The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The guidewire was able to pass the catheter hub and there was no damage found to the catheter hub. The guidewire tip was shaped. There was no kink/damage found on the guidewire. Ancillary devices includes a stryker guidewire.